Event description:
It was reported there was a loss of pain relief on the left side of the patient's back. The implantable neurostimulator (ins) was programmed three weeks ago and then stopped working after "a few" days. The battery has only been lasting 5 days when it used to last 1-1.5 weeks. It was also reported the ins started to "bulge on top of the skin" after it was relocated from the buttocks due to difficulty reaching the device. It was also reported the implant site had been getting hot for the past month while recharging or using the implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was having a difficult time getting the recharger to show a full charge when charging, but when the patient stopped charging the icons indicated a full battery. Six weeks later, it was reported that the patient wasn't getting stimulation in the past couple of days. It was noted that the patient had accident on (B)(6) 2012, and the manufacturer representative got the device working after the incident. It was reported that the patient charged to full, and after a couple of days the stimulation went away again. The reporter stated that the main problem started in the week prior to the report. Two months later, it was reported that the accident in (B)(6) 2012 was a car accident and the patient had had trouble with the device "ever since." The reporter stated that the device wasn't working and the patient's life was "too valuable to play games." It was reported that the patient's health care provider (hcp) had not looked at the system and the patient "didn't want the hcp around him anymore." Additional review indicated information reported in MFR. Report # 3004209178-2012-05164 related to this same post-accident event. If received, additional follow-up information will be reported under this MFR. Report # 3004209178-2012-08132.

Manufacturer narrative:
Product ID: 399930, lot# j0546461v, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 249360004, implanted: (B)(6) 2010, product type: accessory. (B)(4).